Event description:
Insulation failure and lead separation visible in the pocket. Possible fracture and insulation failure of the ra lead due to motor vehicle accident. Lead extracted with manual traction and not replaced.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 9.5 cm distal to the is-1 connector pin. All parts of the lead were received for analysis. The visual inspection revealed the ligature marks approx. 25 cm proximal to the lead tip. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 21 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. The outer conductor coil was fractured and the inner coil was severely deformed as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Due to the fragmented state of the lead the functional test of the helix fixation mechanism and the electrical analysis were not feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.